Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone-call that they had high blood glucose level over 600mg/dl for three consecutive days then customers current blood glucose is 417 previously it was 104,100,530,530 mg/dl. The customer was not able to breathe and he had abdominal pain then his condition became normal next day. The customer was treated with manual injection and bolus dose from insulin pump. The customer checked leaks or air bubbles in the pump but did not find any they aware also able to rewind the pump. The product will not be returned for analysis.